Event description:
Patient had concerns for infection/malfunction and had shunt revised on (B)(6) 2016. At that time, shunt valve was changed to strata mr valve. Patient suffered multiple trips to emergency room and to clinic for shunt reprogramming. Patient intermittently improved in symptoms when shunt was successfully reprogrammed, but a number of times, shunt was very difficult to reprogram and confirm setting. This resulted in shunt valve being stuck at in between setting and not having sufficient drainage through the valve to prevent shunt malfunction symptoms. Given the progression of worsening symptoms and repeated clinic appointments, patient was taken to the operating room after presenting to the emergency department and the shunt was noted to have insufficient and slow drainage through it when tested with a manometer. Even at a setting of 1.0, the shunt valve was stuck draining at a pressure of 30 cm h20 which is too high for this child. The shunt valve was explanted and replaced with a strata ii valve. Dates of use: (B)(6) 2016- (B)(6) 2017. Reason for use: hydrocephalus.